Event description:
Patient has pain when swallowing. Dr. (B)(6) informed the patient that two of the screws had backed out of the plate based on xrays. Device is still in patient waiting on revision surgery.